Event description:
During a code situation the ems tried to connect pads to the defibrillator. It would not connect properly. It appeared that the copper male pin was bent. A second pad was opened. The ems observed that the opposite pin was not centered. They were able to revive the patient without defibrillating. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.